Event description:
It was reported that the patient was admitted on (B)(6) 2022 with a gastrointestinal (gi) bleed and subtherapeutic inr. This was considered to be a moderate event as the patient's hemoglobin dropped below 3 gram/deciliters. The patient underwent evaluation and the study medication was held. The patient's status was upgraded to severe as the bleeding progressed and required one unit of packed red blood cells (prbcs). A rectal exam showed patient had hematochezia. The patient had rectal bleeding for 3 days, which was suspected to have been from a recurrent diverticular bleed. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.